Event description:
It was reported that the handpiece runs on its own and will not shut off. There was patient involvement but no reports of any adverse consequences due to this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition that the device runs on its own was confirmed. The investigation is still in process, and a follow-up report will be submitted if the results of the quality investigation require one. Service will repair and return the device to the customer.